Event description:
The customer reported a false reactive alinity I toxo igg result for one patient. The following data was provided: (B)(6) 2023, sid (B)(6): toxo igg result = 5.9 iu/ml reactive. The patient returned to the lab for testing and the toxo igg result was negative. The customer took the sample from june and reran the sample and generated a negative result. The internal quality control was run on (B)(6) 2023 and the values were level 1 = 0.0 and 0.0 iu/ml; level 2 = 7.9 and 8.3 iu/m/l; level 3 = 132.8 and 143.5 iu/ml. The reference range for toxo igg is < 1.6 iu/ml is nonreactive; 1.6 ¿ 3.0 iu/ml is grayzone; > 3.0 iu/ml is reactive. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: complete sample ID: (B)(6) (exceeds the allowable characters in this field). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 07p45-45 . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of ticket tracking and trending did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with the reagent lot number 47081be00. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. Median values for the complaint lot was within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I toxo igg reagent lot 47081be00.

Event description:
The customer reported a false reactive alinity I toxo igg result for one patient. The following data was provided: (B)(6)2023, sid (B)(6): toxo igg result = 5.9 iu/ml reactive the patient returned to the lab for testing and the toxo igg result was negative. The customer took the sample from june and reran the sample and generated a negative result. The internal quality control was run on 23jun2023 and the values were level 1 = 0.0 and 0.0 iu/ml; level 2 = 7.9 and 8.3 iu/m/l; level 3 = 132.8 and 143.5 iu/ml. The reference range for toxo igg is < 1.6 iu/ml is nonreactive; 1.6 ¿ 3.0 iu/ml is grayzone; > 3.0 iu/ml is reactive. There was no impact to patient management reported.